Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint was confirmed. One unpackaged ar-6410 main pump tubing batch number: 65417499 was returned for evaluation. Visual evaluation noted no problems with the device. Functional testing was performed with a known good ar-6480 6480 dualwave pump and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on and it was immediately evident that the main pump tubing was leaking at the y-connection under the drip chamber. A most likely cause for the reported failure can be attributed to not enough solvent bonded at tubing connections.

Event description:
On 06/27/2023, it was reported by a arthrex employee via sems that an ar-6410 main pump tubing fell apart when perfusion began, the connection of the tube was disconnected. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.